Event description:
It was reported that a person using an ilet system with a libre 3+ experienced hypoglycemia after dinner when the algorithm delivered a correction and the person entered two meal announcements, which resulted in insulin stacking and a downward glucose trend; the lowest continuous glucose monitor value was 51 mg/dl with urgent low and low alerts, and the low lasted about 30 minutes before treatment with candy or juice. Symptoms included shakiness. Outcomes included recovery after oral carbohydrate treatment without hospitalization. Investigation included user education, review of best practices for treating lows, and counseling to avoid using meal announcements as a correction method, with a warm transfer for additional training. Investigation of this case revealed user interaction with the device¿s dosing algorithm through multiple meal announcements that contributed to excess insulin delivery and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management and insulin stacking rather than device malfunction.